Manufacturer narrative:
This product was received and tested by technical services and the image failure could not be duplicated. The customer's baton was plugged into the customer's monitor and the monitor was powered on. The video image was constant even when the cable and baton's flexible tube were flexed and twisted. The image remained constant whether the monitor was plugged into a charging cable or not. The battery was fully charged and the device was returned to the customer. Service complete.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image would intermittently invert or cut out when the cable was flexed. A delay in the procedure of between 10 and 20 minutes occurred as a back-up pgvl unit was obtained. No harm to patient or user was reported.